Event description:
The pump was refilled with morphine. Six days later the pt returned to clinic because he was not feeling well. Device interrogation revealed that a motor stall occurred beginning the day of refill. The pump programming was updated and the pump recovered from the stall. The stall recurred several minutes later. The contents of the pump reservoir were removed. It was determined that the pt had experienced serious withdrawal symptoms while at home. By the time of the visit most of the withdrawal symptoms already disappeared and the pt was in stable condition. The pump was replaced.

Manufacturer narrative:
The pump was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.